Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The IFU for specialty instruments indicates that the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Instruments should be examined for wear or damage by doctors and staff in operating centers prior to surgery. Conclusion: a materials analysis concluded that the returned device fractured as a result of mixed cleavage and ductile overload. The plausible root cause of the reported event was a user applied overload during surgery.

Event description:
It was reported that a piece of this instrument broke off during surgery. There were no adverse events caused by this fracture.

Event description:
It was reported that a piece of this instrument broke off during surgery. There were no adverse events caused by this fracture.